Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a leak in the transfer set during peritoneal dialysis (pd) therapy. The leak was from a crack in the tube of the transfer set near the connection with the titanium adapter. The patient noticed the leak while trying to exchange the solution during continuous ambulatory peritoneal dialysis (capd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. The lot number is unknown and therefore a batch review could not be conducted. Clamp function testing and clear passage testing were performed with no issues noted. Visual inspection of the device noted a hole in the tubing approximately 3.25 inches from the patient adapter as well as markings on the outside of the adapter indicative of tool use. During underwater pressure testing a leak was observed through the hole in the tubing. Upon conclusion of the investigation, the reported leak was verified and the cause was identified to be a hole in the tubing of the transfer set. A CAPA has been opened to further investigate/address the damaged transfer set. Should additional relevant information become available, a supplemental report will be submitted.